Event description:
Patient had original surgery on (B)(6) 2025. In post op films back in (B)(6), no issues seen. Follow-up visit when kid showed up at clinic, at least 5 set screws disengaged on right side. 6.0.